Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed a 'sawn of/bin/sh failed: exec. Format error' message to be displayed at power up. The pst installed a lab use only solid state drive (ssd), powered on the central control monitor (ccm) and it powered up to the splash screen as intended. When the original ssd was installed back into the ccm the error message was displayed at power up again. It was determined the ssd was defective. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's subsidiary, it was noted that the device had undergone its periodic maintenance on (B)(6) 2020 and that the ccm was not disassembled. It was also noted that the hard drive and the battery back up of the ccm were replaced about two years ago as part of periodic maintenance.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'failed' message on the screen and did not start up normally upon multiple start ups. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.